Event description:
Device malfunction: unknown. Time of malfunction: after vessel closure. Symptoms/ae: diminished leg pulses, occlusion. It was reported that a physician trained in the use of the starclose device, achieved arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, post-procedure, the patient experienced diminished pulses of the leg. A doppler ultrasound of the vessel revealed that the vessel was occluded proximally 10mm above the bifurcation of the superficial femoral artery that restricted blood flow. The vessel was treated with percutaneous transluminal angioplasty (pta) alone restoring complete blood flow. It was believed that the occlusion was caused from plaque that became loose during the interventional bilateral iliac stenting procedure. The clip remains implanted. The patient was discharged the next day as planned. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The starclose instructions for use (IFU) state: (precautions) "do not deploy the clip in areas of calcified plaque." And (special patient populations) "the safety and effectiveness of the starclose vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site." - labeled. The customer reported the device was discarded. The lot number was not identified' therefore, a device history record review could not be performed.